Event description:
Material no: unknown; batch no: unknown. It was reported that during use of the unspecified bd¿ needle the customer was unable to draw insulin from vial. Customer reported he was unable to draw insulin from his vial.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
H.6. A new decision tree was created this complaint is not MDR reportable. When there are flow issues during aspiration/drawing up or transferring fluid into a chamber or reservoir due to the misuse (repeated use of the same syringe/needle), this may require the use of a new needle/syringe. This event occurs when the end user is reusing the syringe/needle to aspirate and refill fluid into a chamber/reservoir which is dispensed at a later time. This will not lead to harm or serious injury. H3 other text : see section h.10.

Event description:
Material no: unknown. Batch no: unknown . It was reported that during use of the unspecified bd¿ needle the customer was unable to draw insulin from vial. Customer reported he was unable to draw insulin from his vial.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd¿ needle the customer was unable to draw insulin from vial. Customer reported he was unable to draw insulin from his vial.